Event description:
Philips received a report of a gradient coil issue, indicating that there was a fire, on an adulterated mr system. The incident occurred after the system was removed from its original site and re-installed in a mobile trailer by an unauthorized third party, without philips¿ knowledge or involvement. No harm was reported related to this incident. Based on this evidence it was decided to report this incident.

Manufacturer narrative:
Philips has started an investigation; a follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Based on the information available, the ingenia 1.5t mr system was installed in st. Cloud va in st. Cloud, minnesota/us and the customer notified philips of the removal of the system in may 2024. In august 2025, company imaging solutions inc. Reached out to philips and reported a fire in the gradient chain. The company altered the mr system as they installed it on a mobile trailer without knowledge and/or authorization by philips. The customer should return the system to original configuration and do not use the system until returned to original condition and iatd/system handover is performed. Based on the further investigation and risk assessment, this issue has been determined not to be a reportable event.